Event description:
It was reported that during a stone removal procedure deflation difficulties occurred. The target lesion was in the bile duct. An unspecified jagwire guide wire had been advanced to an unspecified location. An extractor rx 15 - 18 mm retrieval balloon was advanced along the guide wire. The balloon was inflated with no anomalies noted and stone removal was performed. An attempt was made to deflate the balloon but this was unsuccessful. The balloon was retracted from the papilla and remained unable to deflate. The balloon was eventually able to be deflated by applying "high negative pressure". The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "good".